Manufacturer narrative:
Continuation of d10: product ID 37085-60 serial# (B)(6) implanted: (B)(6) 2010 product type extension product ID 37085-60 serial# (B)(6) product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(6), ubd: 14-apr-2014, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(6), ubd: 27-apr-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). Rep reported that patients implantable neurostimulator and extensions have been explanted due to infection on (B)(6) 2025. Rep reported that leads were left implanted.

Manufacturer narrative:
Continuation of d10: product ID 37085-60, serial# (B)(6), implanted: (B)(6) 2010, product type extension. Product ID 37085-60, serial# (B)(6), product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of infection was unknown, rep reported that infection has resolved.